Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision operative notes (B)(6) 2020 indicate the patient received a left total hip revision due to instability.

Manufacturer narrative:
Product complaint #: (B)(4).

Event description:
Clinical notification received for revision of left total hip to address left hip dislocation date of implantation: (B)(6) 2020; date of revision: (B)(6) 2020; (left hip). Treatment: head and liner revised.